Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported issues with the insulin pump. Customer states that the blood glucose reading is 290 mg/dl. Nothing further reported.

Manufacturer narrative:
No moisture damage found inside the insulin pump. The device was received with cracked case at display window corner, battery tube threads, reservoir tube lip, broken belt clip slot, and minor scratched display window.